Event description:
The uninterruptible power supply (ups) battery pack is leaking and needed to be removed from the room. The field service engineer was able to by-pass the ups and the system was operational. A replacement part has been ordered. There was no report of death or serious injury.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).